Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "unable to remove the iab from the patient". Additionally , it was reported that "called because they were unable to remove the iab from the patient at the bedside. The iab had been in place for 4 days. The iab was being removed because the patient no longer needed the balloon. There was no blood noted in the gas tubing. They were able to get the sheath pulled back, but there was resistance in removing the iab. They called to see if there were any suggestions on getting the balloon out. The physician stated that if they have to take the patient to the or they will have to transfer the patient to another facility since they do not have vascular support at their facility." No patient injury or consequence reported. Patient current condition reported as "fine".

Event description:
It was reported "unable to remove the iab from the patient". Additionally , it was reported that "called because they were unable to remove the iab from the patient at the bedside. The iab had been in place for 4 days. The iab was being removed because the patient no longer needed the balloon. There was no blood noted in the gas tubing. They were able to get the sheath pulled back, but there was resistance in removing the iab. They called to see if there were any suggestions on getting the balloon out. The physician stated that if they have to take the patient to the or they will have to transfer the patient to another facility since they do not have vascular support at their facility." No patient injury or consequence reported. Patient current condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that "unable to remove the iab from the patient" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.